Manufacturer narrative:
The investigation was based on the log file of the affected device. No further information was provided by the customer. The analysis of the log file shows that the device was in operation between (B)(6) 2025 (03:08 pm) and (B)(6) 2025 (04:48 pm). The log file shows no technical malfunction or communication issue during this time. The ongoing ventilation was not affected. Based on the provided information it, however, cannot be excluded that a temporary malfunction of the cockpit screen had happened e.g., most likely caused by an impaired lvds cable. It is recommended to change the affected lvds cable or the basis board including the lvds cable. In case of a screen malfunction, monitoring functions and the user interface of the cockpit are not available. The running ventilation is not affected by such an issue and continues as previously set. Safety relevant parameters as fio2, minute volume, or airway pressure are displayed in the supplemental oled-display and the user can see the on-going ventilation. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Event description:
It was reported that the display of the device turned off during patient use. Reportedly, the ventilation was not affected. No health consequences for the patient reported.